Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient for unknown spinal therapy. It was reported that there was a cement leakage between head of the screw and adapter tip. After the cement leakage, they had to insert new screws and no further complications or symptoms were reported. 2022-may-02 (rep): additional information was received via manufacturer representative that there was no malfunction in handling the delivery guide and the adapter tip. There was no cement leakage inside the patient body and all the reported screws were discarded. Additional information was received via manufacturer representative that there was a delay for about 10 minutes to insert new screws after cement leakage. The malfunction is on neither the cement nor the screws. Perhaps the connection from adapter tip to the screw head. There was no malfunction with the screws except leakage on the tip of the screwhead.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.